Event description:
Discordant, falsely low thyroid stimulating hormone (tsh) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated and resulted as expected. It is unknown on what instrument the samples were repeated on. The repeat results were reported to the physician(s). It is unknown if there are reports of patient intervention or adverse health consequences due to the discordant, falsely low tsh results .

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that they were receiving luminometer and dark counts errors. The tsc advised the customer to review and repeat results which had been reported to the physician(s). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse noticed that no base pumped to the luminometer and that the base port was snapped off of the luminometer. The cse replaced the assembly and the customer ran calibrations and quality controls. The cause of the discordant, falsely low tsh results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.